Event description:
Patient came in with a rupturing iliac aneurysm and a previously placed tube graft. The physician felt that a renu graft was indicated to occlude the aneurysm. The graft was deployed appropriately in sequence. When the trigger wires were removed, the graft pulled down such that the suprarenal stent fixated in the tube graft and it remained stuck. When he was able to get the dilator tip out, there was wire still attached inside. Another renu was placed higher at the renals fixation was accomplished and occlusion of the iliac aneurysm. The patient has been discharged from the hospital.

Manufacturer narrative:
Evaluation: still under investigation.